Event description:
Other frequency: daily for 2 days every month. Nurse reports she is having issues with pump (serial number and expiration date not provided) while infusing. Home health nurse states the pump "finished infusing" however there is about 50 ml remaining. Nurse reprogrammed pump to infuse remaining 50 ml. No missed dose or adverse event(s) reported. Unknown if pharmacy was replacing pump. Unknown if pump is available for investigation. No further info.